Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the c5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the c5 system displayed an error during priming. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the c5 system displayed an error during priming. There was no pt involvement.